Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter box cord, where it plugs into the navigation system, was all stripped. The break out box (bob) cord was broken. The cords were exposed. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A05 was coded for the cord damage. A07 was coded for the exposed wires. H3, h6: the system was serviced in the field and it was confirmed emitter communication failed. The emitter instrument interface box was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product 9735825, lot #: 603001258. H2, h3, h6: the returned em interface was analyzed. Its lemo connector was disassembled and missing the outer shell. A new lemo was assembled and the interface was fully functional. Code c07 I s applicable, as are previously reported codes b01 and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.